Event description:
--

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in two separate segments. The terminal segment had a setscrew mark on the terminal pin and ring, totaled 7.2 cm in length and was severed at the distal end. The middle segment totaled 44 cm in length, was returned with the extracting stylet inside and the proximal end of the segment severed. When examining the middle segment, laboratory analysis noted that the anode coil stretched 7 cm beyond the end of the lead segment and the cathode coil stretched 16 cm beyond the end of the lead segment. Ductile fractures were seen at the ends of each of the coils. Analysis confirmed the field allegation and found that the fractures were likely a result of the extraction.

Event description:
Boston scientific crm received information that during a system upgrade procedure, the physician opted to explant the right atrial (ra) lead due to poor sensing measurements. The ra lead fractured while the physician was attempting to extract it; the tip of the lead was surgically abandoned in the 4470 broke during extraction and the tip was abandoned in the superior vena cava. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.